Event description:
It was reported the programming head seems to have lost its ability to connect with devices. The programming head was replaced with a new one which started interrogating right away. The programming head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head has intermittent telemetry and also failed all uplink amplitude functional tests; rf head cable found out of electrical specification. Analysis also found the rf head lens is scratched. (B)(4).